Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes gel is blocking the probe. This event occurred 200 times. The following information was provided by the initial reporter: customer had called me & told that gel is blocking the probe & need to replace the tubes as earliest as possible.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes gel is blocking the probe. This event occurred 200 times. The following information was provided by the initial reporter: customer had called me & told that gel is blocking the probe & need to replace the tubes as earliest as possible.

Manufacturer narrative:
H.6. Investigation summary: material #: 367956, lot/batch #: 1151104. Bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to oil gel globules were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode (oil gel globules) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to oil gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.